Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: carefusion 3rd party certified field service technician was able to duplicate the reported complaint. The technician resolved the reported issue to specifications by replacing the device's blender.

Event description:
The customer reported complaint on the ventilator was passing only 50% at 100% settings for oxygen.